Event description:
Report received of inadequate response time to prior to power loss. The customer reported that during transport of a pt, the device's "battery depleted much faster than anticipated. It was performing a critical infusion. " there were no reported adverse pt effects. Multiple unsuccessful attempts have been made to obtain additional information.